Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. [(B)(4)].

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime in preparation for a colonoscopy. An unspecified intravenous fluid would not flow down beyond the drip chamber through the tubing. The drip chamber filled and the spike was inserted far enough. Fluid never reached the check valve. The set had to be replaced in order to complete the infusion, which delayed the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and under water clear passage testing were performed. No leaks or air in line was noted during the testing, and the testing passed successfully. Functional flow rate testing was then performed, and the device was found to prime and flow with no issues noted. The flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.